Event description:
Patient presented to the physician with pain when therapy is active. Physician brought the patient into the or and replaced the sensing lead. At the time of the revision surgery, (B)(6) 2023, the lead was replaced to restore therapy. Inspire waited for the product return from pathology, however the explanted product was never returned to inspire. After the procedure was completed, the patient presented to the physician with a potential infection. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with ongoing pain at the neck. Physician brought the patient into the or and replaced the entire system.